Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the walgreens super thin ii syringe short needle had "extra insulin" inside the hub during use. The following information was provided by the initial reporter: "stated, she is also noticing some extra insulin in the hub that she thinks is going inside her pet."

Event description:
It was reported that the walgreens super thin ii syringe short needle had "extra insulin" inside the hub during use. The following information was provided by the initial reporter: "stated, she is also noticing some extra insulin in the hub that she thinks is going inside her pet."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221876. All inspections were performed per the applicable operations qc specification.